Manufacturer narrative:
The test strips were provided for investigation where they were tested using retention controls. The test strip vial and stopper showed no noticeable defects. The reagent field of the test strip was not discolored. Testing results (qc range = 2.1- 3.3 inr): qc 1: 2.4 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Qc errors, such as e-407, generally occur when test strips are exposed to moisture or light sources. The investigation did not reproduce the customer's allegation with the customer's test strips. The product performed within specification. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This report was initially provided to roche by FDA via medwatches mw5100628, mw5100692, and mw5100690. Refer to (B)(4). The alleged test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received multiple error 407 (failure of onboard controls) across multiple roche coaguchek xs plus meters while using test strips. Multiple pharmacists performed the tests with multiple patients. An estimate of at least 10 failures were noted out of one to two vials (24 test strips per vial). Not all test strips from the affected vials failed. The test strips reported error message 407 once a droplet of blood was applied and a result was not reported. The meter serial numbers were not provided.